Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9676 serial/batch number 022119 was received for investigation. No functional testing performed. Visual evaluation observed heavy scratches lines around the shaft. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 10/21/2022, it was reported by a sales representative via email that an ar-9676 driver shaft and an ar-9597-20 reamer were stuck together. This was discovered during a procedure on 10/20/2022. Case was completed using a disposable reamer. After the surgery, sales representative examined the devices and realized they were stuck. The driver shaft was chucked, and it started to rotate and was able to pull out the sleeve cannulation. However, the devices no longer mate smoothly, and the shaft continues to get stuck in the sleeve. Additional information received on 10/21/2022: this was discovered during a total shoulder arthroplasty procedure. Nothing broke inside the patient.